Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarm. The customer was able to clear the alarm and resume pump therapy. There was no impact to the customer's blood glucose level.